Manufacturer narrative:
Patient information was not provided by the site. On 7/20/2016 a medtronic field service engineer went to the site and tested the system. He found the right side door switch broken off holder by the bottom gear assembly. Door louver broken off at hinges. Customer could not identify how this might have occurred. The rep replaced the door switch and repaired door louver. He covered a surgery and verified system was operating properly after system checkout. System fully functional after replacement/repair.

Event description:
A hospital representative reported the o-arm gantry would not open during a spinal surgery. They were performing a 3d spin, lost visibility of the spheres on the navigation reference frame, and stopped the spin. They tried to re-spin and received an error. They tried to open the gantry but were unable. The site restarted the system; gantry was still unable to be opened. The site manually opened the gantry causing a delay of less than an hour. No harm to the patient was reported.

Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(4).

Manufacturer narrative:
(B)(6).